Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a titanium spike separated from the main body. The reported condition was verified. The cause of the condition was found to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of the titanium transfer set ¿came off¿ from the flow control barrel. This occurred during use of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.